Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The surgeon loosened up a couple of sutures to remove the seal. No pt complications were reported by the hosp.